Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012637902 was returned and analyzed. Visual inspection showed the catheter capture device tip was detached. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function was stuck due to entangled electrode wires in the shaft. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to a generator via a test cic, and therapy deliveries were successfully performed. X-ray imaging confirmed electrode wires were entangled within the shaft. Electrical continuity testing revealed intact electrode wires without any detachment or breakage. The returned catheter could not be inserted through the lab test contour sheath due to the stuck slider. In conclusion, the catheter failed the returned product inspection due to a detached capture device tip and entangled electrode wires within the catheter shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure involving the pscc100 pulseselect catheter being used with another manufacturer's sheath, the tip of the capture device broke off while being removed. There was a suspected catheter and sheath compatibility issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.